Manufacturer narrative:
A replacement kit was sent to the customer on (B)(4) 2011 for next day delivery. Root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) stating that the top came off of one of the coulter linearity cell (lin-c) control tubes on the coulter lh 780 hematology analyzer. The control got onto the customer's gloves and the floor. The customer was wearing personal protective equipment (ppe). There was no exposure, or any contact to eye or skin, open wounds or mucous membranes to the lin-c cell control. No medical attention was sought.